Event description:
It is reported that during a procedure on (B)(6) 2012 attachments would not fit the drill head on the small battery drive. This occurred during a knee procedure, which was delayed for about five minutes. The drill was then replaced, and all of the attachments connected without a problem. No injury or medical intervention was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated per pmrm and fs-932. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #8030965-2013-00578. Placeholder.